Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient's low reservoir alarm was set for 2014 (B)(6), and the reporter interrogated the pump on the day of report which indicated that an empty reservoir alarm occurred. Notably it was calculated that the pump would have been empty about 5 or 6 days after the low reservoir alarm date. The reporter stated that the plan was to refill the pump on the day of report. It was unknown why the pump refill was not previously scheduled. The patient reportedly had no symptoms of withdrawal, underdose, or therapy/medical problems. The pump was infusing baclofen. Additional information was requested, but was not available at the time of report.